Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the end-user experienced elevated blood glucose (bg) levels of 273mg/dl and tested positive for ketones. The user was transported to the hospital and was diagnosed with diabetic ketoacidosis (dka). The bg was resolved by administered insulin injections, and the user was discharged the same day.